Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28, lot# v501927, implanted: 2010 (B)(6); product type lead. (B)(4).

Event description:
It was reported, the patient¿s interstitial cystitis was worsening. It was noted, the patient had increased urgency and nocturia. It was reported, the patient was prescribed macrobid and bladder instillation. It was noted the patient¿s symptoms resolved without sequelae on 2012 (B)(6).